Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the clindamycin 600mg/50ml glass vial medication was hung as a secondary infusion to infuse at a rate of 100ml/hour over 30 minutes. Before leaving the room, the nurse verified that the medication was dripping from the glass clindamycin vial. Upon completion of the medication infusion time, the nurse returned to the patient room to find that the clindamycin glass vial remained full and the primary saline IV bag was dripping. The nurse verified that all the tubing connections were correct and unclamped and that the vent cap was in the open position. The customer later states that due to the recent drug shortages, that they have had to switch the clindamycin product from an IV bag to a glass bottle and this is when the event occurred. After receiving a tip sheet and the nurses were provided education, they have not had any further events. There was no report of patient harm.